Event description:
Healthcare professional reported rupture. Later healthcare professional reported "deflation". Later healthcare professional reported "particles in valve". This record is for the left side. Device was explanted and replaced. Device is available for return.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted, replaced and discarded.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6); (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "deflation". This record is for the left side. Device remains implanted.